Event description:
During routine testing of the device at the service center, the service technician reported the external cable had exposed wires. The service technician replaced cable. This calibrator was originally returned for repair of a "calibration slope error on art pco2 po2 ph" error. Since this event occurred at the service center, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.